Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values seven days after the sensor was inserted in the abdomen. The patient's cgm was reading 300 mg/dl with bg 167 mg/dl. The patient was asymptomatic and dosed his unspecified insulin before going to bed. The following morning, around 8am, the patient was taken to the ER (emergency room) by his daughter because he was difficult to rouse. By the time that he was tested, the bg was 51 mg/dl and the patient was responsive. The cgm value at that time was not available. The patient was treated with a medication he cannot recall treating hypoglycemia. The patient stayed at the emergency room for 2 hours and was discharged with an unspecified reading of 126 mg/dl. There was no documentation of further medical intervention. At the time of the report, the patient was in good condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.